Manufacturer narrative:
H11: the device was not received for evaluation; however, the device was evaluated on site by a non-baxter technician. The technician could not duplicate the issue during simulated process and no components were replaced. Furthermore, it was stated that subsequent use of the involved machine did not reveal any similar issue. A service history review in this complaint determined that no similar events occurred on this machine. As the device was not able to be evaluated by a baxter representative the condition could not be verified. Should additional relevant information become available, a supplemental report will be submitted. Based on additional information received, ak 98 was determined not to be a factor in the reported adverse event.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after about 3 hours of dialysis treatment with an ak 98 machine, the patient complained of profuse sweating, muscle spasms and other discomforts. The patient was "removed from the machine" and was instructed to lie down with head down and feet high. Blood pressure at the time was 95/64 mmhg. It was reported that the patient experienced an excessive fluid removal (about 1.6kg more than the ultrafiltration setting). The patient was administered 500 ml of unspecified fluid. It was reported that the symptoms improved and blood pressure was 125/60. No additional information is available.